Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that medication is not appearing under the designated override group. A technical support specialist accessed the server and executed a query to examine the override groups assigned to the station, noting that no changes were observed. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system medication is not appearing under the designated override group. The nurse indicated that she was unable to remove an item that should have been categorized under the 'supplies' security group. A customer has reported that a user is unable to dispense medication to a patient, resulting in a delay in patient care due to a reported malfunction. There were no adverse events or injuries reported based on this event.